Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43mg/dl. The customer stated that the pump had a problem recognizing the battery and rewound twice. The customer was treated for the low blood glucose with a snack. The customer also received power loss alarm during troubleshoot. The product was not returned for analysis.